Manufacturer narrative:
The following fields have been updated with corrections: date of event: (B)(6) 2019.

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 324912 batch no: unknown (provided 9084943). It was reported that the conceal was damaged.

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons of 1cc, 6mm, 31g syringes. Customer states that the product was damaged. The attached photos were examined and exhibited torn shelf cartons. A review of the device history record was completed for batch# 9084943. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause of the carton damage is due to glue build up on the carton former in the automatic carton packaging machine. The cartons were not erected correctly allowing portions of the carton to catch and tear while being inserted into the casepack. The glue build up was removed under dispatch #63550."

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 324912 batch no: unknown (provided 9084943). It was reported that the conceal was damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 324912 batch no: unknown (provided 9084943) it was reported that the conceal was damaged.